Event description:
PICC guide wire broke off (small distal tip) with attempt insertion of PICC rue; ir placement. Difficult PICC placement, most likely vasospasm. No harm to patient, 1 cm could not be retrieved using endovascular technique. FDA safety report ID# (B)(4).